Event description:
It was reported that the loop recorder exhibited premature elective replacement indicator. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output and telemetry. Premature battery depletion also occurred due to an increase in current drain occurring after a software upgrade in the field.